Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round high profile 460cc breast implants and suffered several unexplained systemic symptoms, including burning underneath both breasts, tongue tastes odd, sensitive to salt, fluid retention, swelling in hands, face, tongue, and breasts, fibromyalgia, osteoarthritis, muscle pain, twitching, sweating, insomnia, brain fog, anxiety, sinus issues, allergies, light sensitivity, digestive problems, bladder issues, bone pain, lump in neck and back, nausea, loss balance, blurry vision, headaches, heart palpitations, enlarged liver, dry skin, weight gain, sensitive gums and tongue, short of breath, and chest pains. Bilateral device migration was also reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).